Event description:
The sale representative on behalf of the surgeon that during preparation for surgery, they noticed that the exeter stem was dirty. He added that they used another implant for the scheduled procedure. No adverse consequences reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.